Event description:
It was reported that the patient went into a very high ventricular fibrillation which collected many short intervals and incremented the sensing integrity count. The combination triggered a lead integrity alert. This action forced the natural action of the device to push the number of intervals to detect to a higher number. The patient's rhythm became irregular and the ventricular lead under sensed some of the ventricular fibrillation episodes. The patient was externally shocked to produce normal rhythm. The lead remains in use. No further patient complications have been reported as a result of this even.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.